Manufacturer narrative:
(B)(4). Device eval: the sample was not returned by the customer for eval. Since the sample was not returned, a verification inspection could not be performed. A device history record review was performed with no relevant findings. A comprehensive investigation into this reported complaint could not be performed since the sample was not returned. Therefore, the potential cause of this issue cannot be determined.

Event description:
It was reported by the gynecology oncology department that the procedure was being performed on a female pt with ovarian cancer. She was receiving carboplatin + taxol (150 mg, 240 mg). The physician checked the kit to be normal and then inserted the cvc (central venous catheter) into the chemotherapy pt's internal jugular on (B)(6) 2011. On (B)(6) 2011, the nurse found there to be blood dripped from the catheter at the 20cm marking and she immediately exchanged the catheter. Later, the nurse used a syringe to test the catheter and found there to be a tiny hole in it. There was no delay in treatment. There was no pt death and no pt complications were reported. When the chemotherapy treatment was completed, the pt left the hospital on (B)(6) 2011.